Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the customer experienced a blood glucose (bg) level of displayed as "high"; although specific value was not provided. Bg level was addressed with a correction bolus via the pump and changed pump supplies. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with lispro insulin. Tandem technical support educated the customer on insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.